Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained ventricular oversensing was observed. The noise resembled myopotential. Noise was not reproducible with arm movement and pocket manipulation. Lead revision or programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that low sensing and noise was observed. Lead was explanted and replaced.